Manufacturer narrative:
The device has not been made available to philips. Visual and functional testing could not be performed. No further action is required at this time.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the self-test failed.